Manufacturer narrative:
Product analysis: it was noted that the stylus cursor did not align with the stylus position and was jumping in the upper right quadrant of the screen. It was also noted that the case was broken. It was further noted that the upper right rubber cover, rubber cover connectivity ports and bezel pads were missing. Furthermore it was noted that there was some cosmetic damage to the case near the stylus holder. The programmer hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was noted that the stylus cursor did not align with the stylus position and was jumping in the upper right quadrant of the screen. It was also noted that the case was broken. It was further noted that the upper right rubber cover, rubber cover connectivity ports and bezel pads were missing. Furthermore it was noted that there was some cosmetic damage to the case near the stylus holder. The programmer hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.